Event description:
Reported 1 discordant negative for sars result for one symptomatic patient tested during and evaluation study. The customer communicated the result was confirmed negative by molecular (pcr testing). The sample was collected from a known positive ICU patient. The days post symptom onset for the patient was not available.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Possible low viral load below the sofia lod as a previously known positive patient was tested. Root cause: cannot duplicate with retains. Unable to determine. Source: phone.